Manufacturer narrative:
Buttons worked properly. However device had button error alarm due to moisture damage keypad traces. Device received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a button error on her insulin pump. Customer removed the battery for three to four hours and inserted a new energizer battery, but the issue persists. The buttons are unresponsive. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.